Manufacturer narrative:
A bayer service representative responded to the site and replaced the pivot knuckle assembly which restored the injection system to normal operation. Product analysis received and examined the returned pivot knuckle assembly. Visual examination confirmed a sheared bushing screw within the pivot knuckle assembly. The sheared bushing screw allowed the pivot knuckle to release and the injector head to disengage.

Event description:
The customer reported the following: the stellant d injector (serial number (B)(4)) disengaged from the mounting structure and was caught by the technologist preventing it from falling to the floor. No injury or adverse event was reported. 3ps.

Manufacturer narrative:
Corrected data from initial report: the initial MDR dated (B)(6) 2018, was submitted with an incorrect material number of the injector in section b-5. The correct material number is 32069.